Manufacturer narrative:
On 25-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and there was char and coagulum found on the tip of the catheter. When the physician took out the qdot micro catheter from sl1 sheath in order to insert the octaray catheter after isolation of the pulmonary veins, the ¿red one¿ was stuck the proximal of qdot micro catheter and it seemed like a char or coagulum. So, the physician flushed the qdot micro catheter to removed it and it removed. There were no special situation like high impedance popped or sudden change of temperature of tissue witnessed. There was no patient consequence. Additional information received described the char was located on the tip electrode, but not the distal, proximal part. Not sure its 100% sure its char as it seems like coagulum. There were no issues related to temperature or flow. There were no error messages or problems with the product. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to the pictures provided by the decontamination site, char residues were observed located at the bottom of the dome in the transition between the dome and the first ring; however, during the visual analysis in the lab, no char residues were identified. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and irregular irrigation was observed. A microscopical inspection revealed that some irrigation holes were occluded with a white foreign material. The scanning electron microscope (sem) study revealed that the material was inorganic, this condition can be considered as manufacturing attributable. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus, or clot residues in this area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char, thrombus or clot residue issue reported by the customer was confirmed based on the picture provided by the decontamination site. In addition, the occlusion identified during the investigation could be related to the char, thrombus or clot residues formation. The loss of char, thrombus or clot residues could be related to the decontamination process, or while customer try to flushing the catheter during the procedure, however, this cannot be conclusively determined. The potential cause of the occlusion is traced to manufacturing process. The potential cause of the char-thrombus or clot issue was traced to manufacturing. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Internal action is being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and there was char and coagulum found on the tip of the catheter. When the physician took out the qdot micro catheter from sl1 sheath in order to insert the octaray catheter after isolation of the pulmonary veins, the ¿red one¿ was stuck the proximal of qdot micro catheter and it seemed like a char or coagulum. So, the physician flushed the qdot micro catheter to removed it and it removed. There were no special situation like high impedance popped or sudden change of temperature of tissue witnessed. There was no patient consequence. Additional information received described the char was located on the tip electrode, but not the distal, proximal part. Not sure its 100% sure its char as it seems like coagulum. There were no issues related to temperature or flow. There were no error messages or problems with the product. The physician and staffs checked the activated clotting time (act) value consistently during the procedure. The physician mentioned that this situation is very rare and he hasn¿t experienced it before except when he was fellow in another hospital. The physician did not feel the amount of char observed caused a potential risk to this patient and the patient was discharged without any problems.